Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power up and was unable to obtain ECG signal when connected to an ECG simulator. Complainant indicated that there was no patient involvement in the reported malfunction.